Event description:
Staff member was transferring pt into the saf-lift and the latch mechanism somehow was released. The pt fell to the floor, she was still attached to the saf-lift unit. Personal injuries were a discal right femur fracture and forehead laceration.